Event description:
It was reported that this right atrial (ra) lead detected an impedance measurement greater than 2,000 ohms resulting in the lead safety switch feature to automatically change the polarity of the lead from bipolar to unipolar on the associated cardiac resynchronization therapy pacemaker (crt-p). Current ra lead measurements were within normal range, so the polarity was reprogrammed back to bipolar. Technical services (ts) recommended lead mechanical integrity testing on the ra lead by performing postural based isometrics while measuring impedances. Ts also recommended x-rays to evaluate lead integrity, lead/device interface, device connections and any potential stressful locations. As of today, no surgical intervention has been performed. All products remain implanted and in service. No adverse patient effects were reported.